Event description:
Pt placed on ECMO on (B)(6) 2011 at 1946. On (B)(6) 2011 at 1000, a blood drip was noted and pool of blood about 2 inches in diameter on floor. The source was identified as a crack on the pump cone on the ECMO circuit. No hemodynamic, heart rate, pump flow changes noted. A replacement pump was obtained from another wet primed circuit under sterile conditions. Ventilator settings maximized and pt clamped off ECMO support. Replacement pump replaced in about 2 minutes. Pt tolerated event without any effect. Pt not returned to ECMO support and began trial off. Pt successfully decannulated a few hours later.